Event description:
It was reported that the sag head has detached from the body of the handpiece. There were no adverse consequences or medical interventions reported. As this occurred during inspection at the user facility, there was no patient involvement or surgical delays.

Event description:
It was reported that the sag head has detached from the body of the handpiece. There were no adverse consequences or medical interventions reported. As this occurred during inspection at the user facility, there was no patient involvement or surgical delays.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.